Manufacturer narrative:
The lot number was not provided. A search for non-conformances associated with the device's part/lot number combination could not be conducted. Evaluation of the returned implant coil confirmed it was stuck inside the catheter and was detached from the pusher. X-ray scan of the catheter revealed the implant was tangled and damaged inside the catheter; however, it cannot be determined if there was damage to the implant coil prior to use. The conditions or circumstances that led to the damage could not be identified, but the damage is consistent with the device experiencing forces over specification. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during advancement of a peripheral embolization coil, resistance was encountered and when the coil was retracted, the coil detached in the microcatheter. The coil was removed in its entirety together with the microcatheter. There was no reported patient injury or intervention.